Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found that the collet on the pin connector had prematurely locked in place. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine at .6 mg/day via an implanted pump. The indication for pump use was non-malignant pain. On 03-aug-2016 it was reported that during the implant procedure the physician was unable to feed the spinal portion of the catheter onto the pump segment. He tried trimming the spinal portion and that did not help; the "spinal portion never made it onto the pump portion". A catheter revision kit was used. The physician snipped the spinal portion with a new scissors and if fed onto the catheter from the revision kit, passed the collet, and then the collet was snapped into place. The issue was resolved. Any environmental, external, or patient factor that may have led or contributed to the issue was noted to be "not applicable". The patient experienced no signs or symptoms related to the event. The patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.